Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, the cerab technique appears to be a safe and feasible alternative to open surgical reconstruction of the aortic bifurcation in complex occlusive disease. Related mdrs: 1219977-2015-00271, 1219977-2015-00278, 1219977-2015-00279, 1219977-2015-00280, 1219977-2015-00281.

Event description:
Article received: first results of the covered endovascular reconstruction of the aortic bifurcation (cerab) technique for aortoiliac occlusive disease. European journal of endovascular surgery (2015), 1-10. This study reported the first results of a new endovascular technique using covered stents to reconstruct the aortic bifurcation in patients with aortoiliac occlusive disease. The study included 103 patients suffering from obstructive lesions at the level of the aortic bifurcation that were treated with cerab in two clinics. Per the study, 2 patients had fever of unknown origin treated with antibiotics.